Event description:
Related manufacturer report number: 1627487-2022-06173. It was reported that the patient's leads had migrated due to a fall. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention on (B)(6) 2022 during which the leads were repositioned. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: section h6 codes updated to correct codes.